Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. Customer also reported that the insulin pump alarmed button error and battery out limit. The customer changed the battery and received a low battery alert. The customer was unable to reach the alarm history. Blood glucose value was 118 mg/dl. Customer stated he runs a lot and the insulin pump is exposed to sweat. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.